Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection of these returned two applicator knob has shown that the upper notch which connected the oracle slide hammer has some heavy hammer blows visible. The articles are in a desolate condition. The received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that these returned two applicator knob has shown that the upper notch which connected the oracle slide hammer has some heavy hammer blows visible. The articles are in a desolate condition. These indications led us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. This failure is typically consistent with inadequate handling of the device in combination with high excessive force application. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part number: 03.812.004, lot number: 8560969, manufacturing site: hägendorf, release to warehouse date: 09. Oct. 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part number: 03.812.004, lot number: 9877536, manufacturing site: hägendorf, release to warehouse date: 31. May 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a procedure, the applicator did not slide over the hammer. There was a surgical delay of five (5) minutes. The surgery was completed successfully. There was no patient consequence. Concomitant devices reported: oracle slide hammer (part number 03.809.972, lot 9820365, quantity 1). This report involves one (1) t-pal spacer applicator knob. This is report 1 of 1 for (B)(4).